Manufacturer narrative:
This device remains in-service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was not performed. Issues of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected because this lead has been in service over 20 years. Issues occurring at that length of implant is not unexpected and can result from multiple causes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was admitted to the hospital for exacerbation of complete heart failure (chf). The device was checked, and it was discovered the patient had experienced ventricular tachycardia (vt) and their cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy, which accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered one electric shock, which successfully converted the arrhythmia. The patient recalls losing consciousness and falling over but did not realize the device had delivered therapy. The patient did not seek medical treatment at this stage. It was also noted this left ventricular (lv) lead pacing impedance was high out-of-range at greater than 2,000 ohms. The trends show the high impedance to have occurred around the same time as the shock was delivered. There was also a loss of capture (loc) observed on the lv and threshold measurements have increased to 3.0v (volts) at2.0ms (milliseconds). There was no noise observed on the lv channel, even during isometric movements or pocket manipulation. The physician elected to reprogram the lv output for now and will continue to monitor the patient due to the patient's chf. The device and lv lead remain in service. No additional adverse patient effects were reported. Additional information received the current lv pacing impedance measurement is still out-of-range at 2,134 ohms. It was noted the measurement has increased over the past month from 864 to 2,286 ohms. The device and lv lead remain in service. No additional adverse patient effects were reported. Additional information received from technical services (ts) provided troubleshooting and programming recommendations. At this time the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was admitted to the hospital for exacerbation of complete heart failure (chf). The device was checked, and it was discovered the patient had experienced ventricular tachycardia (vt) and their cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) therapy, which accelerated the rhythm into the ventricular fibrillation (vf) zone. The device delivered one electric shock, which successfully converted the arrhythmia. The patient recalls losing consciousness and falling over but did not realize the device had delivered therapy. The patient did not seek medical treatment at this stage. It was also noted this left ventricular (lv) lead pacing impedance was high out-of-range at greater than 2,000 ohms. The trends show the high impedance to have occurred around the same time as the shock was delivered. There was also a loss of capture (loc) observed on the lv and threshold measurements have increased to 3.0v (volts) at2.0ms (milliseconds). There was no noise observed on the lv channel, even during isometric movements or pocket manipulation. The physician elected to reprogram the lv output for now and will continue to monitor the patient due to the patient's chf. The device and lv lead remain in service. No additional adverse patient effects were reported.